Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: h6 medical device problem code. A getinge field service engineer (fse) evaluated the unit and confirmed error code 14 in logs. Checked pressure transducers calibration and found that they were incorrect. The fse corrected pressure transducer calibration to within OEM specifications. Checked drive manifold pressure and vacuum calibration and found that they were both set well below OEM specification, which were also corrected to (299 and 395.) Error 14 is no longer present. Operated unit on simulator with test balloon for extended period without failure or alarm. The unit was returned to the customer.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(investigation conclusion).

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a error code 14. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.